Event description:
The customer observed false reactive architect toxoplasmosis igg results on one t (B)(6); sid (B)(6) initial=47.0 iu/ml (> or = 3.0 iu/ml=reactive) //repeated on (B)(6) 2025=0.0 iu/ml (< 1.6 iu/ml=nonreactive); avidity=negative. Previous history on (B)(6) 2024=nonreactive (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect toxoplasmosis igg results on one t patient. The results provided were: on (B)(6) 2025 sid (B)(6). Initial=47.0 iu/ml (> or = 3.0 iu/ml=reactive) //repeated on (B)(6) 2025=0.0 iu/ml (< 1.6 iu/ml=nonreactive); avidity=negative. Previous history on (B)(6) 2024=nonreactive (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
During the troubleshooting, the instrument logs were reviewed, the customer replaced probe tubing, however, a single definitive part could not be determined the likely cause of the result issue therefore, the architect i2000sr, list number 03m74-02, serial number (B)(6), was considered the likely cause. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues described in this complaint. The architect system operations manual, provide adequate information regarding the troubleshooting of erratic/discrepant results. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect i2000sr, serial number (B)(6).